Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may have been under-delivering. The customer bloused while the disconnected from the insulin pump but no drips of insulin came out on two different attempts. The device rewound the pump and reloaded the reservoir; however, the piston was not properly aligned to the reservoir. The patient's blood glucose at the time of incident was 303 mg/dl. The customer rewound the insulin pump and the device began to deliver correctly again. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer's blood glucose level was 467 mg/dl.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is january 23, 2019.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test.